Event description:
It was reported "iab was inserted via r femoral artery and on initiation of pumping,balloon only partially opened. Distal portion (approx 1/3) did not unwrap". To continue/complete therapy, the catheter was replaced with a new catheter in the same insertion site.

Manufacturer narrative:
Qn# (B)(4). The reported complaint that "distal portion (approx 1/3) did not unwrap" is not able to be confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Teleflex will continue to monitor and trend for reports of this nature.